Manufacturer narrative:
The remaining piece of the guidwire was not returned for evaluation. The evaluation of the obturator shows the distal tip is flared from use. An obturator in this condition would require excessive force to penetrate the joint space and likely contributed to the reported breakage of the guidewire. According to our records, the obturator has not been in to s&n for service of any kind in the last five years. (B)(4).

Event description:
While tryng to insert the dull and damage 4.5mm obturator through the tissue onto the guidewire...it was so blunt and damaged that it did not pierce through the tissue...it broke the guidewire ((B)(4)). That item was coming from loaner and didn't belong to the customer; piece was not remove, it was lost in the tissue. It was indicated that damage to obturator was noticed after use.